Manufacturer narrative:
Per 803.52 the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8110 pca was affected by syringe sizer recall. There was no reported patient involvement.

Event description:
It was reported that an 8110 syr was affected by syringe sizer recall. There was no reported patient involvement.

Manufacturer narrative:
Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? Annex a: a0721, a050701. Annex g: g0201202, g02005, g0405203. Annex b: b01, b14. Annex c: c0201, c07. Annex d: d02, d01. Correction: annex a: a140504. Annex b: b21. Annex c: c21. Annex d: d16. H3 other text : see manufacturer narrative.